Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A definitive root cause could not be identified. It has been 2 years since the subject device was manufactured. Based on the results of the investigation, the most likely cause to the reported event is due to component failure. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that during preparation for use, no image was observed on the unit. There was no patient involvement reported.

Manufacturer narrative:
The reporter¿s occupation and health profession are unknown at this time. The unit was returned to the service center for evaluation. The user¿s complaint of an ¿intermittent image¿ was confirmed due to a shortage on cable. The image was also noted to be flickering when manipulating the cable. In addition, a leak was not noted due to cut and kinks on cable which attributed to the flickering image. The cause of the cable damage cannot be determined at this time. An investigation is ongoing to obtain additional information regarding the reported event. If additional information is received this report will be supplemented accordingly